Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell and device to be underweight. A visual and microscopic analysis was performed which identified device was striated broken on the anterior and a crease flat. Base on the device analysis the final assessment is: a striated broken assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted. Additionally noted hole non-specific.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted. Additionally noted hole non-specific.